Manufacturer narrative:
Explanted material was returned to cryolife for histologic evaluation. The returned material is consistent with polymerized bioglue. No perclot particles were identified in the material. The evaluation did not reveal any evidence of abscess or inflammation. A review of manufacturing records demonstrates that the lot of bioglue met all specifications. With the available information, the presence of an abscessed hematoma cannot be confirmed. Additionally, it is unclear if a potential complication was related to co-morbidities or any of the three hemostatic agents used in the procedure. However, the manner in which these three products were used together may not be appropriate. Specifically, bioglue requires a dry field to ensure proper adherence to the application site while the function of perclot and surgicel fibrillar are dependent on absorption of blood from the application site. However, the histologic evaluation does not suggest abscess in the area of bioglue application.

Manufacturer narrative:
An investigation has been initiated. A sample has been returned for evaluation but has not yet been evaluated. Any additional information will be reported in the follow-up/final report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the patient underwent surgery on (B)(6), 2010. Bioglue and two other products were implanted. The patient subsequently developed an abscessed hematoma. The products were removed during reoperation on (B)(6), 2010.